Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that a fluid leak occurred with a liberty cycler set during pd treatment. The liberty select cycler alarmed with an air detected in cassette message. The patient reported that solution was "spilling out." Additional information was requested however a response was not received. The location as well as the source of the leak were not reported. There is no indication from the provided information that the patient experienced an adverse event or require medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that a fluid leak occurred with a liberty cycler set during pd treatment. The liberty select cycler alarmed with an air detected in cassette message. The patient reported that solution was "spilling out." Additional information was requested however a response was not received. The location as well as the source of the leak were not reported. There is no indication from the provided information that the patient experienced an adverse event or require medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.